Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that impedances looked normal except when anything was paired against 4-7 which included contacts on the 4-7 lead. It was reported that the impedance issue was resolved after it was reviewed that a lead was likely not present. There was a report of cutting out of stimulation which was reported to be sudden. On (B)(6), the patient felt like the stimulation cut out. The rep interrogated the implantable neurostimulator (ins) and the ins showed low or eol. The patient scheduled an appointment with the physician to discuss replacement plans. No other intervention had been taken. It was reported that surgery had not been scheduled yet but will happen soon. Relevant medical history includes postlaminectomy pain.